Manufacturer narrative:
This report is submitted on 20 april 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to infection. The patient has not been reimplanted with a new device as of this report on march 29, 2021.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 17, 2021.